Event description:
The user facility reported that during set up while flushing and advancing dilator into sheath, the dilator tip broke. The procedure was an angiogram. Additional information was received on (B)(6) 2024: another similar kit was used to complete the procedure. There was no damage noted to the dilator prior to flushing and advancing into sheath. No impact to patient as this occurred during the set up prior to the case.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 5fr ik precision device was returned to terumo medical corporation for assessment. The returned device included the guidewire, dilator, needle, and sheath. The sample was subject to visual analysis. No damage or deformities were noted on the guidewire, sheath, or needle. The dilator is separated 12.2cm from the hub. The tip broke at the distal end of the hypotube. The hypotube provides support to the dilator during use. The complaint can be confirmed for dilator tip separation. The exact root cause cannot be determined. The likely root cause is the dilator was mishandled during preparation for the procedure. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).